Event description:
Boston scientific received information that the patient with this device sought medical attention due to an audible device beeping tone(s). During interrogation, fault code 1003 was exhibited. Boston scientific's technical services was contacted, at which time immediate product replacement was recommended as critical therapy could no longer be guaranteed. Against the manufacturers recommendations, the patient elected to return home; however, stated they would return the following morning for product replacement. The following day, the patient returned and the replacement procedure was performed. The device was replaced in the absence of adverse patient effects and is intended to be returned for a post market evaluation. Additionally, it had been reported the patient may have had recent MRI exposure due to suspected lung cancer.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.